Event description:
It was reported that, this right atrial (ra) lead from the cardiac resynchronization therapy pacemaker (crt-p) system exhibited noisy signals and high impedances out of range that triggered the safety switch. The health care professional (hcp) indicated that this appeared to correlate to a time when the patient was in clinic and reverted mode. The technical services (ts) indicated that this ra lead showed integrity problem in the past because the device has recorded three episodes of sam (signal artifact monitor) those episodes revealed the mv senser signals. The ts provided troubleshooting options. This ra lead remains in service. No adverse patient effects were reported.